Event description:
The disposable flexible ureteroscopy scope noted to not be working, and was removed from field by surgical technician. The representative for boston scientific filed complaint with his company and opened a new scope for the surgical team. The broken scope was sent back to boston scientific for troubleshooting.